Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
73-year-old presented in cardiogenic shock(cs), scai stage d, positive for st segment elevation mi. Patient taken to cath lab and impella cp placed prior to stent placement and percutaneous coronary intervention. Ventricular fibrillation with successful shocks to sinus rhythm. Afterwards, patient was still hemodynamically unstable requiring multiple vasopressors, and shock team was activated. On (B)(6) 2025- cardiogenic shock with ongoing lactate elevation and corresponding hemodynamic compromise. Patient continues on vasopressors and antiarrhythmic IV medications. Patient escalated to impella 5.5 due to ongoing cs and hemolysis. Placed on nitric oxide due to right heart failure. Patient received a unit of prbcs overnight to maintain a hemoglobin of 8 or greater. Cvp trending up with need for diuresis. Hypotensive and started on vasopressin. On (B)(6) 2025, care team determined that patient would need either a durable vad or palliative care. Ultimately, the patient decided to decline durable vad and go on palliative care. The plan was to discharge to home with hospice on IV milrinone. On (B)(6) 2025- purge flow diminished to < 1 liter. Tpa given through purge. Purge pressure high and blocked. Md determined there was a clot in the device and tpa again attempted via purge. On (B)(6) 2025- the patient was placed on comfort care and all IV medications and lab draws discontinued. On (B)(6) 2025-care withdrawn and patient expired. Patient was admitted with advanced cardiogenic shock, scai stage d with hemodynamic instability requiring vasopressors. Impella cp most likely caused arrhythmia and hemolysis. With ongoing cs, patient was escalated to impella 5.5. With worsening right heart failure, most likely due to cs state and not the pump. Hypotension also most likely due to cs but hard to confirm there was no impact from the 5.5. Hypervolemia due to right heart failure and not pump. Impella 5.5 with diminished purge flows and high purge pressures requiring tpa administration. Death incurred after withdraw of care and impella so most likely due to patient¿s acuity and ongoing cs.